Manufacturer narrative:
Continued date of occurrence: (B)(6) 2022. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: rupture.

Event description:
Patient reported a right side rupture, later confirmed by physician. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on february 08, 2023, with lot number 2357843. Based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec), observed an opening assessed as surgical damage and missing shell assessed as inclusive. Additional observations: no other observations observed. No further actions are required as the device was implanted.

Event description:
Patient reported a right side rupture, later confirmed by physician. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3, b.5, b.6, d.4, d.6a, d.9, h.3, h.4, h.6. Correction to date of occurrence (b.3): no information (the previously reported date of occurrence occurred after reportable event was received.)

Event description:
An ultrasound confirmed rupture.